Event description:
Boston scientific received information that the pt with this right ventricular (rv) lead was admitted to the hosp due to an increased heart rate and dizziness after exercising. A revision procedure was scheduled as a result of increased threshold measurements. The pt was admitted to the hospital again that week due to syncopal episodes. An electrocardiogram strip confirmed rv lead loss of capture. As a result, the rv lead was successfully repositioned. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.